Event description:
It was reported that during rotator cuff suture procedure, the 2.4mm guide pin was being passed in the femur, at the moment it was passing the pin it fractured. The specialist used a kelly forceps to removed the pin but it was not possible to removed it, it was also used a chisel but neither was possible to remove the pin. After several attempts of several minutes, it was removed using a straight kelly forceps. The anesthesia was spinal. There was a delay more than 30 minutes and the procedure was completed using the same device. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found the device is broken, and there is debris on the device. No patient harm or further complications were reported. Therefore, no further clinical/medical, assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Correction in h6 (health effect - clinical & impact codes and medical device problem code).

Manufacturer narrative:
H10 h3h,6: one 7208678 pin passing drill tip 2.4x381mm strl used in treatment, was not returned for evaluation. Due to unavailability, investigation was limited. The information provided states: ¿during rotator cuff suture procedure, the 2.4mm guide pin was being passed in the femur, at the moment it was passing the pin it fractured¿. Per IFU 1061352: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.